Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two used samples were received for evaluation. Visual and functional inspection was performed and found air in the line. As part of continuous improvements, a corrective action has been opened to determine the root cause and action plans. All actions will be designed to prevent the reoccurrence of air in the line. This complaint will be closed and continued to be used for tracking and trending purposes.

Manufacturer narrative:
A sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer, who is a health care professional, reported that the home patient experienced air in the line with multiple feeding sets from the same box. There were no injuries reported.